Event description:
It was reported that this right ventricular (rv) lead has high out of range pacing impedances. This rv lead was subsequently replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. This rv lead was eventually returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned intact (not severed) with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix, which is normal for active fixation leads. Visual inspection also noted blood/body fluid in the lumen(s), due to damaged insulation, and conductor coils that were misaligned throughout the lead body. Setscrew marks were in the correct location on the terminal pin. Subsequent testing measured the conductor resistance as an electrical open. X-ray imaging revealed fractured conductors approximately 320 and 360 millimeters from the terminal end (at insulation damage sites). The type of fracture seen is consistent with cyclic fatigue, while the insulation damage is consistent with lead-on-can abrasion. Laboratory analysis was able to confirm the reported clinical observation of pacing impedance high out-of-range due to the confirmed conductor fracture and insulation damage.

Event description:
It was reported that this right ventricular (rv) lead has high out of range pacing impedances. This rv lead was subsequently replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.